Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone she carries the pump on her bra and insulin pump screen scratched because of bra's wire. Customer stated that she couldn't see anything on the screen. The customer was advised to revert the back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a severely scratched display window. Unable to perform the displacement test due to physical damage on the display window.